Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned to the manufacturer.

Event description:
As reported: "revised a right hip due to stem subsidence and subsequent dislocation. He kept the stem in and revised the liner and head to mdm with a +12 head." Rep confirmed that the head dislocated from the liner.